Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable had frayed. Reportedly, the customer used an alternate usb to resolve the issue. There was no impact to customer's blood glucose level.